Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies have been returned to the manufacturer for evaluation.

Event description:
It was reported via voluntary report number: (B)(4) that patient had an open reduction, internal fixation of left olecranon. The patient had to return to suregery for a revision of open reduction, internal fixation of left olecranon. The cable used for the initial repair became disassociated at the crimping device. The retaining mechanism slips through the crimp eylet.